Manufacturer narrative:
No patient involvement reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated 4.0mm hexagonal screwdriver tip has broken off. The device was discovered while going through facility inventory. No procedure or patient involvement. The age of the device is unknown. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at customer quality (cq) for the returned device as part of this investigation. This complaint is confirmed. The distal hex tip has sheared off at its base on the returned device. The sheared off tip fragment was not returned. The fracture edge is jagged. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant screwdriver assembly drawing and screwdriver shaft component drawing 3 were reviewed during this investigation. No product design issues or discrepancies were observed. A dimensional inspection of the flat to flat or point to point widths on the hex tip at the location of breakage could not be performed at cq as the tip sheared off at its base and was not returned. The inside diameter /cannulation at the location of breakage was measured at cq and found to be within specification per screwdriver shaft component drawing. Unable to determine a definitive root cause. Most likely due to cumulative wear / excessive force on the returned reusable cannulated instrument that is over 19 years old. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part # 314.05, synthes lot # a4hk762: release to warehouse date: 19may1998, manufactured by synthes brandywine: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.